Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting an evaluation. The results of the evaluation will be the subject of the follow-up report.

Event description:
Our rep is reporting that during a knee procedure, a portion of the distal tip of a sheath inserter broke off into the bone tunnel. The fragment was retrieved, and the procedure was concluded successfully without further issue or harm to the patient.